Event description:
Customer called to report damage to the insulin pump. Customer stated that there are scratches on the lcd display screen. Customer reported that the insulin pump has a partial display with missing segments. Customer's blood glucose levels were not included in the report. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.